Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole in the patient line of the homechoice cassette which resulted in a leak. The patient was connected at the time of the event. This was observed during initial drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient to end therapy and advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.